Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity. The 3.5x38 mm xience alpine stent was implanted and a long distal edge dissection occurred. A 3.5x18 mm xience alpine stent was implanted to treat the dissection but another dissection occurred. A 3.5x15 mm xience alpine was implanted to treat the additional dissection and complete the procedure. There were no adverse patient sequela or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use (potential adverse effects) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional 3.5x18 mm xience alpine referenced in b5 is captured under a separate medwatch number.